Event description:
It was reported that the patient presented for an implant procedure. During the procedure, prior to implanting the right atrial (ra) lead it was discovered that the helix was exhibiting an unspecified helix rotation issue. The physician opted to not use the ra lead. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event was due to helix clogged with dried blood/tissue.